Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first installed by the customer on (B)(6) 2010 and performed to specification up to (B)(6) 2016. An increase in voltage suggests a further pad-pak was installed. The device records power ups under 1 minutes duration on (B)(6) 2016. Investigation found the fault can be attributed to membrane failure. The manual power ups may suggest the user was regularly power cycling the device or the beginnings of membrane failure. The green status led was observed to be constantly lit between flashes, this is a symptom of a membrane failure. The excess current drain and measurements taken would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.